Manufacturer narrative:
Product was not returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient was pre-operatively diagnosed with herniation and underwent micro endoscopic discectomy (med) surgery. During surgery, the endoscope could not focus .it could not focus even after turning the focus ring to the maximum. Even after the dirt on the scope was cleaned, the issue persisted. There was no breakage on the scope. The product came in contact with the patient. There were no patient complications as a result of event. There was no delay in procedure time as a result of alleged event.